Event description:
Patient reported vad alarms. She was brought in to clinic and low flows were noted. She was admitted to the hospital for further evaluation. Note she had recent pump stoppages/alarms that required a hospital stay and driveline repair by thoratec. A driveline fracture, possibly internal is suspected and the patient had a vad replacement.